Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A query of the complaint-handling database was performed for the reported lot. The query identified no other complaints reported for expulsion, or incomplete coaptation from the reported lot. The reported patient effects of mitral valve insufficiency/ regurgitation (worsening/persistent mitral regurgitation (mr)), tissue damage and embolism as listed in the instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on this information, a cause for the reported complete clip detachment and the incomplete coaptation could not be determined. The reported embolism and foreign body in patient are related to the reported expulsion as the clip embolized to the femoral artery and is still in the anatomy. The reported worsening mr was due to the reported single leaflet device attachment (slda). A cause for the reported unspecified tissue injury could not be determined but was likely due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip completely detached. It was reported that this was a mitraclip procedure performed on (B)(6) 2021 to treat mixed mitral regurgitation (mr) with a grade of 3. Visualization was occasionally difficult. The first clip was implanted successfully. To further reduce mr, a second clip was placed almost parallel to the first clip and the clip was deployed. However, just prior to raising the gripper lever to remove the gripper line, a posterior leaflet tear was observed, and mr worsened to 3-4. The clip is no longer attached to the posterior leaflet and remains attached to the anterior leaflet (slda). No additional clips were implanted, as there is no optimal area for a third clip. On (B)(6) 2021, echocardiogram was performed, the clip is now detached from both leaflets and is in the femoral artery. The clip will be surgically removed; however, a date has not been scheduled. No additional information was provided.